Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: concomitant medical products. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date while inspecting the instrument, it was noticed that the screwdriver was stripped. There was no patient involvement. This report is for one (1) inter-lock screwdriver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 03.010.473. Lot: 7843929. Manufacturing site: hägendorf. Release to warehouse date: 26 march 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. : investigation summary complaint summary: it was reported that on an unknown date while inspecting the instrument, it was noticed that the screwdriver was stripped. There was no patient involvement. Flow: damage. Service & repair evaluation: description: the customer reported that the screw driver was stripped. The repair technician reported the device tip is damaged. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the instrument was received at us cq with the distal tip of the screwdriver twisted/deformed. The balance of the returned device is in fair condition showing some signs of wear. A device failure was identified. Dimensional inspection: a dimensional inspection of features relevant to this complaint could not be obtained at cq due to post manufacturing damage. Document specification: the following documents were reviewed as part of this investigation: sd25/ 3.5 mm hex screwdriver, interlock: 03_010_473 rev d/j. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: the root cause could not be definitively determined it is possible that the device encountered unintended forces which led to this complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.